Event description:
Revision surgery to remove and replace implants as a result of the pt having an accident. Ref MFR report # 3004788213-2013-00013.

Manufacturer narrative:
Add'l model #: mc1333p. Add'l lot #: 84639000.